Manufacturer narrative:
Tracking #.50166. H6; wedge band bypass. The analysis results confirmed that the cartridge pan was separated from the cartridge body with both weld beads missing and with the lockout tab bent. The right side of the cartridge was fully fired and left side half fired. The staple drivers were rolled and the driver towers were broken. This damage is consistent with the occurrence of a wedge band bypass which is caused by a high force to fire situation. The instrument was examined and noted to have the tops of both sides of the wedge guide broken. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and co has documented the reported circumstances and analysis results. The cartridge retention feature was measured and was found to be within design spec. The instrument was cycled, fired, cut, and formed the staples within design spec. This complaint was originally reproted as a rpo "record purpose only."

Event description:
It was reported during a laparoscopic appendectomy a tsb35 was fired twice without incident. During the third firing the blade cut but the staples did not fire. The anvil broke and fell into the pt's abdomen. The case was converted to a laparatomy to remove the anvil and to complete the procedure. There was an increase in blood loss. 3/10/98 the sales rep called and stated she had originally rec'd incorrect info regarding the event. She found out today the device was a tsw35 and after the first firing, the device cut but did not staple, and the cartridge fell into the pt's abdomen. The surgeon converted to an open procedure to control bleeding and retrieve the cartridge. The rep stated the hospital has not released the device to her yet.